Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a noisy image issue during set up and inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: no image on monitor, switch no.3 is not working sometimes and there is no click sound while pressing this switch due to defective flexible printed circuit of charged coupled device unit, defective charged coupled device unit, corroded coupler, water leakage from focus ring and switches. Based on the results of the investigation, it is likely the following led to the malfunction: defective charged coupled device unit and defective flexible printed circuit of charged coupled device unit. However, a definitive root cause of the reported issue could not be determine. Olympus will continue to monitor field performance for this device.

Event description:
No new information from the customer.